Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that multiple communication alarms were emitted by the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission 25-may-2018 the device has been returned and evaluated by product analysis on 18-may-2018 with the following findings:a review of the pump¿s black box and alarm history showed evidence of call service 088 alarms. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues.   The pump successfully completed the 24 hour duration test without any issue or call service alarms.  The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation.